Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the sys. Corrections included reprogramming and reinstalling the system's ambulatory telepacks. Communication was reestablished.